Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: regarding the issue of the missing component from the mentioned instrument, we would like to inform you that, to date, no reports have been recorded indicating that the component was found inside a patient. Furthermore, no incidents or complications have been reported involving any patient that could be associated with this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. The force bipolar instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken conductor wire at the grip tips. The instrument failed the electrical continuity test. The wire was completely broken, and no signs of thermal damage were observed. The components adjacent to the broken wire did not show damage. Additionally, the instrument was found to have a broken grip at the grip base. A piece approximately 14.94mm by 4.77mm was found to be broken off. The broken piece was not returned. The components adjacent to the broken grip did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
Refer to h11 for follow-up information.